Manufacturer narrative:
Update: (B)(6) 2012 - litigation papers received. In addition to pain, litigation alleges the patient suffers from toxic cobalt chromium metal ions and particles in the blood and tissue surrounding implant. Litigation also provides a correct date of implant. There is no new additional information that would affect the investigation.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/10/2017 - pfs and medical records received. After review of the pfs and medical records for MDR reportability, it is noted within the pfs that the patient's left hip is the subject of litigation, but the right hip is not. There are no revision operative records nor anticipated revision dates for the right hip. There are no available metal ion labs to review, although reported from her surgeon that metal ion levels are normal. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Doi: (B)(6) 2009 - dor: none reported ( right side). Patient is a resident of (B)(6). Reference: (B)(4) (left side). Update 6/15/12 - litigation papers received. In addition to pain, litigation alleges the patient suffers from toxic cobalt chromium metal ions and particles in the blood and tissue surrounding implant. Litigation also provides a correct date of implant. There is no new additional information that would affect the investigation. Update: 11/2/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 2/22/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no labs provided). The complaint was updated on: 3/9/2016 update 2/10/2017 - pfs and medical records received. After review of the pfs and medical records for MDR reportability, it is noted within the pfs that the patient's left hip is the subject of litigation, but the right hip is not. There are no revision operative records nor anticipated revision dates for the right hip. There are no available metal ion labs to review, although reported from her surgeon that metal ion levels are normal. There is no new additional information that would affect the existing MDR decision. Update ad 25 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf has no new allegation and no revision reported. Doi: (B)(6) 2009 - dor: none reported ( right hip).